Event description:
Catheter was placed without difficulty. While in recovery the doctor was called due to complications. The patient's chest was opened and it was discovered there was bleeding into the chest cavity. The patient expired.